Event description:
Patient experienced a burn on neck from a minimally invasive laser treatment. This resulted in a scar.

Manufacturer narrative:
No other additional clinical information was made available by the customer site, after making several attempts to contact. The laser equipment was evaluated, but the root cause of the injury is unable to be determined. Laser was found to be operational during incident, emitted without problem, and no system errors were found.